Manufacturer narrative:
This incident was initially reported to cdrh under (B)(6) on (B)(6) 2014 referencing both devices/products (B)(6). As per (B)(6) , FDA medwatch, a second MDR is required for the second device.

Event description:
On or about (B)(6) 2006, the patient underwent an extensive surgery to his lumbar spine. The surgery included the installation of medical hardware and took place in (B)(6) . No earlier than (B)(6) 2013, the patient was made aware by a CT scan of his spine that a rod, which was part of the hardware described above, had snapped, causing injuries and damages. On or about (B)(6) 2009, the patient underwent another series of lumbar back procedures which also included the installation and/or replacement of medical hardware, and took place in (B)(6) .